Event description:
Patient was using the knee wrap and a metal splinter came off of the wrap and the nurse removed from the patients left hand middle finger and applied a band aid.

Manufacturer narrative:
Product pending return. A review of historical complaints in the last year has revealed that there have been no other reports of adverse events related to this reported incident. No serious injury occured.